Event description:
Complainant alleged that during biomed testing, the device displayed "defib fault 72" and defib fault 78" messages. Complainant indicated that there was no pt involvement in the reported malfunction.

Manufacturer narrative:
The malfunction was duplicated and attributed to the high voltage module.